Event description:
It was reported the customer received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Insulin pump was received with blank display due to battery tube connector no plugged in properly on lcd board. Insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.